Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since lot number or catalog number was not provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114a standard infinity skull clamp was positioned with pins to a female patient's head. The surgeon turned the locking knob to lock position and locking knob would not stay locked. The skull clamp was removed from patient's head and from service and another skull clamp was used. There was no patient injury reported. There was an unspecified delay in surgery. Additional information has been requested.